Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy red indentations from the tightness of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they were in the hospital for stent placement. There is no indication that the lifevest caused or contributed to the hospitalization. The hospital staff provided lotion to the patient for the skin irritation. Follow up indicated that the skin irritation improved.